Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00076. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. In (B)(6) 2008 the 75% stenosed and 15mm long de-novo target lesion was located in the ostium and proximal right coronary artery with a reference vessel diameter of 3.50mm. The first target lesion was treated with pre-dilation using a 3.0x15mm unknown manufacture's balloon that was inflated to 6atms. The 3.5x20mm taxus express2 stent was expanded at 16atms. Taxus express2 stent was post-dilated with a 4.5x8mm unknown manufacture's balloon at 12atms, resulting in 0% residual stenosis and a timi flow of 3 following ivus. It was noted that the stent was well expanded. The 90% stenosed and 10.0mm long de-novo second target lesion was located in the mid distal right coronary artery with a reference vessel diameter of 3.50mm. The second target lesion was treated with pre-dilation using a 3.0x15mm unknown manufacture's balloon that was inflated to 6atms. The 3.5x15mm taxus express2 stent was expanded at 8atms, resulting in 0% residual stenosis and a timi flow of 3 following ivus. It was noted that the stent was well expanded. In (B)(6) 2012 the patient returned for a follow up appointment and angina symptoms were noted. Its unspecified how the patient was treated. No further patient complications were reported.